Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the system controller was exchanged due to persistent no external power alarms despite changing from batteries to wall power and then back to fresh batteries. Upon inspection, there may have been water damage to the black power lead as evidence by high temperatures on the cable when connected to power and a dark green substance coming from a puncture site on the black power lead. Log files were reviewed, which confirmed multiple loss of external power events when swapping from the mobile power unit (mpu) to battery power. The log also contained multiple rosc invalid flags while the patient was utilizing battery power. It was noted that the alarms may be related to compromised controller leads. The patient changed out the controller at home. Additional information was provided that replacing the system controller resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported no external power, power cable disconnect alarms, and controller exchange performed by the patient were confirmed via log file analysis; the power cable disconnect and no external power alarms were confirmed via product testing as well. The reported damage to the power cables and fluid ingress were confirmed via visual analysis. The reported higher than expected temperatures were confirmed via product testing. The heartmate 3 system controller (B)(6) was returned for analysis, a log file was downloaded, and a log file was submitted for review as well. The log files contained overlapping events spanning approximately 2 days (03jan2023 ¿ 05jan2023, 11jan2023 per timestamp). Events on 05jan2023 are from when the system controller was not in use and events on 11jan2023 are from testing at abbott. Beginning on 04jan2023 at 20:39:04 until the driveline was disconnected on 04jan2023 at 21:14:36, there were multiple atypical power cable disconnect alarms along with rsoc invalid faults on the black power cable. During this period, when the white power cable was disconnected, the system would alarm for no external power. This is observed on 04jan2023 at 20:39:16 - 20:39:19, 21:05:55 - 21:05:58, 21:06:09 - 21:06:12, and 21:11:48 - 21:11:50. On 04jan2023 at 20:52:01 - 20:52:03, 21:02:50 - 21:03:38 there were no external power alarms due to both power cables being disconnected from the mobile power unit. These alarms cleared when power was reconnected and when the user switched to battery power, respectively. The backup battery provided power during all no external power events. The driveline was disconnected for a controller exchange on 04jan2023 at 21:16:14. There were no other notable events in the log file. Pump operation was not affected. The system controller was observed to have damaged strain reliefs and a damaged black power cable that had fluid ingress leaking from the damaged site on it. The white power cable had a dark mark on the cable sleeve as well. During testing, the system controller was able to pass preliminary and functional testing. During burn-in testing on a mock loop, the black power cable on the controller began to produce smoke and the reported alarms were reproduced. Fluid was observed to be released from the site of the smoke. The system controller was removed from burn in. During further testing, the power cables were inspected, and it was noted that both power cables had significant fluid buildup and that the black power cable had damaged internal wires that were in contact with each other. This damage was in the same location of the observed smoke. The original set of power cables were replaced with a test set of power cables and the system controller was able to operate on a mock loop with no issues for an extended duration. The root cause of the reported controller exchange was determined to be from alarms on the system controller, as reported. The root cause of the reported power cable disconnect alarms were determined to be from damage to the power cables. The root causes of the no external power alarms were determined to be from damage to the power cables and from disconnection of power. Although not confirmed, it is likely that the damage to the power cables and fluid ingress build up contributed to the higher-than-expected temperatures. The root cause of the reported damage to the power cable and fluid ingress were unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect, and no external power alarms. Heartmate iii instructions for use section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.